Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument for failure analysis. Investigation found that the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction but could not fully complete the movement. The instrument was observed to have a lag in movement or stopped moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument moved non-intuitively. The customer used a backup instrument to continue with the procedure. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument could not apply the clip. The medium-large clip applier instrument movement was "not smooth." The issue was persistent. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. There was no interference between instruments or between the arms. There was no external collision. The issue was resolved with a backup instrument. The patient did not return to the hospital for any post-operative complications.